Event description:
It was reported that when a patient presented for a vt ablation, an alert for long charge time was observed. The patient could not be converted back to sinus when vt was induced. The patient had to be externally defibrillated. A subsequent capacitor maintenance was unsuccessful. Telemetry interference and damage due to external defibrillation were suspected. The device behaved normally after the ablation procedure with normal charge times and normal telemetry. The patient will continue to be monitored.

Manufacturer narrative:
.